Manufacturer narrative:
The hill-rom tech found the brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2010 and 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech found the brakes to not hold when the brakes are set. The bed was located at the account on the med surg floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).